Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a "removal of stone from ureter" procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the sheath broke "a few inches away from the handle attachment point, which caused the entire internal wire to pull out of the handle." The broken portion of the sheath did not detach inside the patient, nor did any part of the basket or drive wire. The basket cage remained intact. There was no stone in the device when the problem occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good.'